Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, dislodgement, non-capture, low impedance and low sensing. The lead was capped and replaced. It was further reported that the implantable pulse generator (ipg) measured right atrial (ra) lead impedance lower than the actual value. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) measured right ventricular (rv) lead impedance lower than the actual value.